Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after receiving an ilet, the touchscreen did not register touch along the top of the display (bell, cart, and menu icons), preventing meal announcements and firmware confirmation; the user¿s glucose rose to 367 mg/dl for about an hour, no ketone testing was performed, no backup therapy was used at the time of the event, and no medical or professional intervention occurred; the device problem involved a touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, review and analysis of user-provided information, and assessment of the event details. Investigation of this device revealed stress-related touchscreen performance concerns, with the medical device problem characterized as a fracture and the component identified as the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.